Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Four days after implant a faint appearance of a pustule was noted. The patient was diagnosed with cellulitis erythema and was started on antibiotic therapy. This is all of the available information at this time. If new information becomes available, this event will be updated.